Event description:
Philips received a complaint on an intellivue mmx indicating that the end user in the neonatal unit reported a discrepancy in blood pressure readings. While the device was in use on a patient, it displayed a blood pressure reading of 44/23 mmhg (map 28), whereas a mobile monitor displayed a reading of 52/41 mmhg (map 45). Following the report, functional evaluation of the device was performed, including pressure accuracy and leak testing. The device successfully passed all testing, and no faults or abnormalities were identified. No adverse event, patient harm, or injury was reported in association with this issue.

Manufacturer narrative:
E1 reporter phone #: (B)(4). A clinical application specialist (cas) visit was requested to assess the reported issue and identify any contributing factors within the clinical area. During the site assessment, it was identified that staff were using philips nibp cuffs; however, they were not aware of the cuff sizing indicators and were therefore selecting cuffs based primarily on patient gestation rather than verifying cuff size suitability for each individual patient. In addition, staff were unaware of the arterial reference mark on the cuffs, which may have resulted in incorrect cuff positioning during use. It was also noted that the unit routinely places nibp cuffs on the lower leg of neonatal patients rather than on the arm or thigh. A further observation was made regarding the piic ix configuration. The default profile was set to adult, meaning that despite the bedside monitors being configured with a neonatal profile and neonatal patient class, the piic ix was changing the monitors to adult mode. Although it cannot be confirmed that this was the direct cause of the original issue, the configuration has now been corrected to ensure alignment with the clinical environment and patient population. The findings were discussed with the unit, who has agreed to monitor the situation going forward and report any further incidents should they occur. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was user error. The findings and corrective actions were discussed with the unit, who has agreed to monitor the situation going forward and report any further incidents should they occur. A review of the service history for this device indicates that the issue has not been reported again. However, the customer subsequently opened a new case and advised that the monitor would be returned for bench repair as a precautionary measure. The findings from that evaluation will be documented under MFR report number 9610816-2026-101170.